Manufacturer narrative:
The account replaced the motor control board to resolve the issue.

Event description:
The account alleged the bed has no hi/ low up function and there is fluid on the motor control board. No patient impact.